Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report that the needle was not retracting properly could not be confirmed; however, the reported bleeding around the needle was confirmed and was likely a cascading event of the retraction issue. The cause of the reported bleeding could not be confirmed due to the sample condition. One shielded needle from an 18g insyte autoguard blood control device was returned for investigation. What appeared to be blood residue was observed within the grip and barrel of the safety shield, which supports your report description of bleeding around the needle. This type of event may occur if the needle gets caught on the blood control valve, which can hold the valve open and allow blood to leak through the valve; however, since the IV catheter was not returned for investigation, the root cause could not be determined. A functional test of the safety mechanism revealed no damage or defects. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Insyte needles not retracting properly. Additional information received on (B)(6) 2025 1. Can you please provide an exact date of event (B)(6) 2025 2. What was the impact to the patient? No known impact to the patient, but the nurse reported struggling to remove the needle out of the arm, needing to wiggle it, and that the bloodless seal had broken while the needle was still in the arm as it was bleeding around the needle. 3. When you pressed the button, did the needle fully retract? The needle would not retract in the arm and had to be removed. It eventually partially retracted, with about 2cm remaining outside of the device. 4. Did the needle retract slower than normal? Very delayed. 5. Did the needle start retracting and then stop, leaving the needle exposed? Did retract leaving the needle exposed 6. Did the needle not move at all after pressing the button? On the two devices, the needle did not move. 7. Did the button depress? It did depress and not retract.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5171710. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.